Event description:
It was reported that after a device change out procedure, this right ventricular (rv) lead exhibited high out of range shock (oor) impedances measuring greater than 200 ohms. A breakdown of vectors was performed and technical services (ts) suspects and issue with the proximal coil. A save to disk was sent in for engineering analysis and confirmed the oor measurements in a few of the vectors. Ts discussed programming options. At this time, the rv lead remains in service. No adverse patient effects were reported.